Manufacturer narrative:
Date of event: not known explant date. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) explant procedure on an unknown date, due to an unspecified product performance issue and incontinence. The patient underwent a procedure to implant a new aus device. No patient complications were reported and the patient was doing fine.